Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was 118 mg/dl. The customer reported that the drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The troubleshooting was performed. The customer was advised that the insulin pump would need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.